Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify unable to change battery/battery dead unknown or low battery alarm due to blank display. The insulin pump was received with corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump shut off and they inserted new batteries but the insulin pump was unresponsive. The customer¿s blood glucose was around 15 mmol/l. The insulin pump was exposed to moisture. The troubleshooting was not performed. The insulin pump was returned for analysis.